Manufacturer narrative:
(B)(4). No parts or recorder strips were returned to teleflex (B)(4) facility for evaluation. The pump was serviced by the hospital biomed and no faults were found with the pump. Device history record (DHR) review was conducted for the serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of "the pump stop pumping without any alarm" is not confirmed. The pump was checked by the hospital biomed, and no problem was found. No parts or recorder strips were returned at the teleflex (B)(4) facility for evaluation. The cause of the reported complaint could not be determined.

Event description:
It was reported via a hotline call from a (rn) registered nurse in the cardiac care unit is calling because a couple of nights ago during iabp therapy the pump stopped once during pumping with no alarms. The rn couldn't confirm if there had been a loss of signals, but relayed to the (css) clinical support specialist that she went to operator mode and was able table to get it to pump and then went back to autopilot a couple of hours later without further incidence. There was no delay in therapy or harm to the patient.

Manufacturer narrative:
(B)(4).